Manufacturer narrative:
Inspected 1 random partial opened/used sensor and performed continuity resistance test and sensor failed per specifications. Also found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm insertion/needle complaint due to customer return sensors no needles.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of sensor glucose versus blood glucose differences from the sensor. The customer's blood glucose was 220 mg/dl while the sensor glucose reading was 42 mg/dl. The customer stated that the cannulas have been missing. The customer mentioned two sensors had bled out. The customer stated that she also received calibration error.